Manufacturer narrative:
The received device had the cannula assembly in the not deployed position. The downloaded data generated an 0x40 hazard alarm. A drivestall was observed in the rotational sensor data and a drop in pulse width data was observed towards the end of the data, indicating the a failure to detent the ratchet gear. This resulted in the needle unable to deploy. The distal tip of the cannula was observed to be torn. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. Additionally, the bottom housing was observed to be damaged with plastic protrusion in the hole where the cannula sits. It cannot be confirmed if this contributed to a needle mechanism failure or damaged to the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and patient reported a blood glucose level of 98 mg/dl.